Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg as recommended. In turn, the ipg became inoperable. An sjm representative met with the patient to troubleshoot the issue via the use of two programmers and a charger to no avail. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.